Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare provider reported a left side "rupture and exchange from textured to smooth implants due to the patients concerns with the product." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, underweight, part of the shell is missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified a striated edge opening. Based on the device analysis the final assessment is: a striated edge broken on anterior side assessed as surgical damage. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data:

Event description:
Healthcare provider reported a left side "rupture and exchange from textured to smooth implants due to the patients concerns with the product." The device has been explanted and replaced.